Event description:
It was reported that this patient received an inappropriate shock and noise was noted during the event. The patient had been working on his car speakers when the therapy was delivered. Additional information was received that this patient received another inappropriate shock and a tiny qrs complex was noted during the event. A boston scientific technical services consultant discussed testing in primary vector. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.